Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultrasoft lancets were hard to insert and remove from the lancing device. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred the week prior to contacting lfs at an unknown time. The patient reported using oral medications with diet and exercise to manage her diabetes. It is unclear if the patient made any changes to her diet, activity level or medications on the day of the alleged issue. The patient reported ¿within a day¿ of the start of the issue, she developed symptoms of ¿sweats.¿ the patient reported 10 days prior to contacting lfs she had something to eat or drink as treatment. At the time of troubleshooting, the patient reported this was the first time the lancing device had been used and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because, the patient claims due to the alleged issue she developed symptoms suggestive of hypoglycemia and required self treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.